Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the trek catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. There was a kink in the strain relief tubing at the hypotube separation. There were multiple kinks throughout the entire length of the shaft. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is likely that the hypotube was inadvertently handled during advancement in the patient anatomy, resulting in the hypotube kinking as there was no damage noted to the catheter during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the hypotube would have contributed to it ultimately separating and resulting in the inflation difficulties. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database did not reveal any other incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that during attempted inflation of the trek rx balloon in the left anterior descending coronary artery the balloon did not inflate at all. The indeflator was exchanged and the balloon still did not inflate. The touhy valve was replaced and tightened and still the balloon did not inflate. During device removal the hub separated from the proximal shaft. Reportedly, there was no resistance during trek advancement or removal. The device was completely removed and another trek balloon was used successfully. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.